Event description:
The customer stated that the insulin pump was exposed to moisture. The insulin pump had moisture underneath the screen and alarmed. The insulin pump then followed with a blank display and the buttons are not responding. The reported blood glucose reading was 274 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify any alarms due to the blank display.